Manufacturer narrative:
Investigation summary: DHR: all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Provided picture show the unit pack: lot number, expiry date and reference but no show the needle and the defect (return the hub (brown plastic part) would be useful for examination. Photos of x rays confirm presence of metal piece in cat muscle. Conclusion(s): the affected needle is not available for our evaluation so it is not possible to do an accurate investigation of the reported issue. Based on description of the issue, bd does not know if cannula (metal part) was broken or cannula detached from hub (brown plastic part) took place. Batch history review of the reported lot has been reviewed confirming that the manufacturing process and quality controls were performed and no issues or quality notifications related with the reported circumstance occurred. Cannula pull out test is tested in a routinely as part of the in-process control plan during manufacturing and prior to release every single needle batch to the market. In this case, bhr review confirmed that all results obtained were found well according to product specification and iso 7864:1993 ¿sterile hypodermic needles for single use¿ requirement. Moreover, the cannula used to manufacture microlance needles complies with the requirements of the iso standard iso 9626, ¿stainless steel needle tubing for the manufacture of medical devices¿. In accordance, any breakage issue is really rare unless there was some inappropriate use of the product, for example, because of some bending of the needle while injecting.

Event description:
It was reported that during use of the needle 26ga 1/2in when injecting a cat the needle broke off and it remained intramuscular (biceps femurs). The needle was not removed. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: some time ago we injected a cat intramuscularly. When we injected the needle broke off and it remained intramuscular (biceps femurs). This cat was in a strait cage and moved only slightly during the injection. We would like to report this to the manufacturer of the needles. It was a brown needle from bd microlance tm 3 lot 180809.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the needle 26ga 1/2in when injecting a cat the needle broke off and it remained intramuscular (biceps femurs). The needle was not removed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: some time ago we injected a cat intramuscularly. When we injected the needle broke off and it remained intramuscular (biceps femurs). This cat was in a strait cage and moved only slightly during the injection. We would like to report this to the manufacturer of the needles. It was a brown needle from bd microlance tm 3 lot 180809